Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6) 2022 patient came to (B)(6) seeking for help due to unstable right knee. Patient had a total knee replacement (bilateral) back in (B)(6) 2018 at (B)(6) with the same surgeon. System used was pfc implants. Surgeon suspected is the implant insert (polyethylene) issue. Hence, contacted me and arranged for a change of insert procedure the next day. (B)(6) 2022 surgeon able to confirm it is the issue of implant insert after exposing the right knee and hence, did a change of insert procedure. Surgeon commented pfc implants supposed to last at least 20yrs as per the clinical papers. Patient had the bilateral tkr procedure only 4yrs ago. Doi: (B)(6) 2018; dor: (B)(6) 2022; right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Photographic review along with visual examination of the part denoted a remarkable worn condition throughout the part which is consistent with localized wear at one of the condyle's bearing area in consequence to possible implant and/or patient loading into this area. Also it was observed that due to worn condition at the edge, a portion of the poly implant was separated from the rest of the part. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: a search of the depuy nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. Based on the inability to find any nc¿s against the provided product code/lot code combination, it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Device history review: a manufacturing record evaluation was performed for the finished device (product code/lot) product and lot numbers, and no non-conformances were identified.

Event description:
Additional information received indicated that there was sudden anterior subluxation. Stability was related to polyethylene wear.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.